Manufacturer narrative:
The customer reported that they will not return the defective parts for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The rt (respiratory therapist) as well as the nursing staff reported to vyaire medical that the vela ventilator has a strange sound while running on a patient. When disconnected there would be a burning smell from patient circuit. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.